Event description:
Event was reported to caldera medical by an attorney. Legal event states that after, and as a result of the implantation of the products, plaintiffs suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, and other injuries.